Event description:
Lead kept dislodging during the implant and then dislodged again after the case was finished before the patient left the room. Physician explanted this lead and put in a new one.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.